Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and there was a loss of capture which resulted in dyspnea. The device was reprogrammed to resolve the event and the patient was stable and will continue to be monitored.